Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) performed on (B)(6) 2009. According to the complainant, the metal tip of the basket dislodged during stone removal within the bile duct. It was reported that the tip was eventually expelled via normal peristalsis. The procedure was not completed due to this event. There was no information provided surrounding any patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was not known.

Manufacturer narrative:
(B)(4) - (tip detached). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).